Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) noted no recorded episodes near the time of the syncopal event and no out-of-range measurements. This device remains in service. No additional adverse patient effects were reported.